Manufacturer narrative:
Findings: pump received with intermittent button response due to flattened express down arrow button dome switch. No unlocked lcd keypad connector. Pump received with minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 150 mg/dl. The customer stated the down arrow is hard to push and not responding. The customer stated that she had the device in a case. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.